Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report # (B)(4). No sample has been returned for investigation. Without the actual sample (or device), a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. Device history record (DHR):- reviewed the DHR for batch 20c04ge261, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): overinfusions: easypump was filled with 3000 mg 5fu and ran for two days. However, the pump emptied twice as fast (overinfusion). The patient vomited and was generally in poor condition. Whether this is related to the easypump cannot be said for sure, as the patient is taking other medication. The pharmacy staff are very experienced in providing easypump and do not assume that there was a mistake in the filling. Is it possible that the extreme heat on that day (36 degrees) and high humidity had an influence on the running time?